Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02517. The pt underwent a radio frequency ablation procedure and it was noted that one of the pt's leads had migrated out of the epidural space. The pt allegedly does not have stimulation. It was reported the pt will see his physician regarding the next course of action. Both of the pt's scs leads are being reported as it is currently unknown which lead was involved. No further information is available at this time.